Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose ranging from 30 mg/dl wit confusion to 350 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match due to the customer changing the basal program. The basal history matched the active basal program settings and the boluses matched and were recorded as programmed. Cts referred the patient to their healthcare provider for diabetes management. This complaint is being reported because the patient allegedly experienced hypoglycemia while on the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 1/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: no defect was found. The last basal delivery was on (B)(6) 2017. The last bolus delivered was a 5.0u normal bolus on (B)(6) 2017 at 17:23... Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. Pump passed delivery accuracy test and was found to be delivering accurately and within range. The tdd¿s add up correctly and reflect the users programmed basal rates. No alarms or delivery interruptions occurred during the testing. Unable to duplicate the complaint.